Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50 serial #: (B)(4) description: linear st lead, 50cm model#: sc-4316 lot #: 16725220 description: next generation anchor kit-sterile.

Event description:
A report was received that the patient was experiencing increased pain in the right gluteal region. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient was not using the device anymore as his pain had improved. The patient underwent an explant procedure. The explanted devices were not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient was experiencing increased pain in the right gluteal region. The patient will undergo an explant procedure.